Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 days. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called to report new edema, shortness of breath with activity, and weight increase. Bumex was increased, and it was recommended that the patient increase dietary potassium. On (B)(6) 2017, the patient reported shortness of breath, significant lower extremity swelling and dyspnea despite continuous positive airway pressure (CPAP). On (B)(6) 2017 the patient was admitted to the hospital for acute decompensated heart failure, leukocytosis, hypoxia and thrombocytopenia. The patient was admitted from clinic with concerns of melena. Prior to admission the patient collapsed in the hospital restroom, was intubated, and chest compressions were performed. The patient subsequently expired due to pulseless electrical activity cardiac arrest. No additional information was provided.

Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline intact. The sealed inflow conduit and the sealed outflow graft were returned attached to their respective pump ports. Examination of the pump blood-contacting surfaces found a fixed tissue-like deposition in the lumen of the inlet tube. In addition, depositions of fixed denatured blood were found in the inlet elbow, the sealed outflow graft, and the outlet elbow. Depositions of fixed denatured blood were also found in the inlet stator, outlet stator, and around the rotor. The observed depositions appeared consistent with an interruption in flow, and did not appear to have formed while the pump was operating, due to the single, continuous structure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Cardiac arrhythmia and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.